Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating a tube overload and exposure was not possible. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the tube overload sensor going off during procedure and no exposure possible. The fse performed tube conditioning and found a bad connection on the ezx 512. When the front connector was pushed in, the pin on the back pushed out. The fse pulled the wire out and corrected the mechanical connection. The fse verified that the issue was caused by pulling the cable and seeing the alarm turn on then off when replacing the cable. To resolve the reported issue, the fse completed tube adaptation and edl calibration. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an alert indicating a tube overload and exposure was not possible. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.